Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front right bottom corner. The battery door was cracked and there was no visible contamination. The event history log was reviewed and there were depleted battery and base not responding alarms several times in the history. The power up process was conducted and biomed diagnostics were used to monitor the battery status. The reported issue was unable to be duplicated. The battery readings were all normal and the battery was at 93%. The cause of the issue was unable to be determined since no physical damage or contamination was found on the interconnect board. The interconnect board and battery will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump has a depleting battery and was not reading correctly. There was no reported adverse event.